Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The time and programming were correct. Ran a fixed prime test and passed. The customer stated that the insulin is kept in the refrigerator and the reservoir is filled with cold insulin. Performed a high pressure test twice and failed. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.